Manufacturer narrative:
Received two photos showing the d1000 tego. There appeared to be a small amount of seal tearing present on the seals. The reported complaint of the tegos being stripped can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application during manufacturing. Corrective actions are in process. Lot history review was conducted and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified a possible lot number (plot) of 13838933 (expiry date 12/01/2028, MFR date 12/01/2023).

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector, possible lot number 13838933. The reporter stated that the tego connector is getting stripped after multiple accesses. It was also stated that they had four or five patients on the same day that came in with their tego caps stripped. This has happened on and off in the past. It was hard to follow the exact lot number since they placed theses tegos into use on mondays and they usually don¿t strip until friday, but the lot number they had on the cart now is 13838933. The caps also were normally placed on the patients monday or tuesday; however, they find the most issues on friday or saturday after the caps have been accessed 2 treatments. With that, they will get the lot numbers off of the caps they use for monday and tuesday next week to try and track it a little more closely. Although there was a patient involved for each of these similar alleged product failures, there was no report of human harm. This emdr represents five similar occurrences with no varying unique information for each individual case.